Event description:
It was reported that a physician attempted pre-closure of the right and left common femoral arteries, which were described as heavily calcified, prior to an endovascular aortic aneurysm (evar) procedure. A 5fr sheath was inserted in the right groin, a proglide deployed and the sutures set aside, uneventfully. Another proglide was attempted but a cuff miss occurred; it was removed and another proglide was attempted experiencing the same device issue (cuff miss). On the left groin, a 5fr sheath was inserted and a proglide was attempted, however a cuff miss occurred. The physician decided at that point to perform surgical closure at the end of the index procedure. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient was reported as being in his (B)(6). Estimated weight of the patient was reportedly approximately (B)(6). The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the device history records (lhr) found no relevant non-conforming material records (ncmr) associated with this lot. Based on the information available, the manufacturing inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. The other two proglides, are each being filed under separate MFR numbers.